Manufacturer narrative:
Follow-up # 1 ¿ (09/08/2014) device evaluation:the lay user/patient¿s meter has been returned on 08/11/2014 and evaluated by lifescan product analysis on 09/02/2014 with the following findings:themeter passed all testing with no faults found. The meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging other message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.